Manufacturer narrative:
Product analysis: the controller received passed visual inspection and functional testing. (B)(4) and (B)(4) passed external visual inspection and functional testing. The event was confirmed via log files analysis. Investigation is ongoing for the rest of the batteries. **other products involved in this event: d4: (B)(4) - battery d10: yes, 2017-11-03 h3: no, device evaluation anticipated, but not yet begun h6: result code: 3233 h6: conclusion code: 11 d4: (B)(4) - battery d10: yes, 2017-11-01 h3: yes h6: method code: 10, 23, 38 h6: result code: 213 h6: conclusion code: 71 d4: (B)(4) - battery d10: yes, 2017-10-30 h3: yes h6: method code: 10, 23, 38 h6: result code: 213 h6: conclusion code: 71 d4: (B)(4) - battery d10: yes, 2017-10-27 h3: no, device evaluation anticipated, but not yet begun h6: result code: 3233 h6: conclusion code: 11 d4: (B)(4) - battery d10: yes, 2017-10-27 h3: no, device evaluation anticipated, but not yet begun h6: result code: 3233 h6: conclusion code: 11 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the controller and batteries (bat202202, bat202063, bat213358, bat202051 and bat202048) were returned for evaluation. Va rious analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and a controller were stable. Log file analysis revealed that the controller, con300945, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat202202 and bat202063. One controller power-up event was logged on september 6, 2017 at 20:01:59 with a motor start at 20:02:06. The data point prior to the controller power up event, at 19:48:29, revealed that bat213358 was connected to power port 1 with 23% relative state of charge (rsoc) and bat202051 was connected to power port 2 with 24% rsoc. The data point after the controller power up event, at 20:02:35, revealed that the controller was connected to bat202202 on power port 1 and bat202063 was connected to power port 2. The controller is a controller 2.0, which has a feature that captures the date and time of controller power downs. The pump-off time was calculated to be 14 seconds. As a result, the reported event was confirm ed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and the batteries. The manufacturer is investigating momentary disconnections. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. An investigation was initiated to capture events involving the controller losing power. **other products involved in this event: d4: bat202051 - battery h6: result code: 213 h6: conclusion code: 71 d4: bat202048 ¿ battery h6: result code: 213 h6: conclusion code: 71 d4: bat213358 ¿ battery h6: result code: 213 h6: conclusion code: 71 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and batteries (bat202202, bat202063, bat213358, bat202051 and bat202048) were returned for eva luation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and a controller were stable. Failure analysis revealed that the controller passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on an investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, con300945, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat202202 and bat202063. One controller power-up event was logged on september 6, 2017 at 20:01:59 with a motor start at 20:02:06. The data point prior to the controller power up event, at 19:48:29, revealed that bat213358 was connected to power port 1 with 23% relative state of charge (rsoc) and bat202051 was connected to power port 2 with 24% rsoc. The data point after the controller power up event, at 20:02:35, revealed that the controller was connected to bat202202 on power port 1 and bat202063 was connected to power port 2. The controller is a controller 2.0, which has a feature that captures the date and time of controller power downs. The pump-off time was calculated to be 14 seconds. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and the batteries. Manufacturer is investigating momentary disconnections. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. An inernal investigation was initiated to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other products involved in this event: d4: (B)(4) - battery h3: yes h6: method code: 10, 23, 38, 3372 h6: result code: 3213 h6: conclusion code: 25 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. D4: (B)(4) - battery h6: method code: 3372 h6: result code: 3213 h6: conclusion code: 25 d4: (B)(4) - battery h6: method code: 3372 h6: result code: 3213 h6: conclusion code: 25 d4: (B)(4) - battery h3: yes h6: method code: 10, 23, 38, 3372 h6: result code: 3213 h6: conclusion code: 25 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. D4: (B)(4) - battery h3: yes h6: method code: 10, 23, 38, 3372 h6: result code: 3213 h6: conclusion code: 25 product event summary: the returned battery passed external visual inspection and functional checks. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per remediation review, it was determined that the applicable manufacturer evaluation result code in this report have been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other products involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 31/oct/2015. Di #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 31/oct/2015. Di #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 31/oct/2015. Di #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 31/oct/2015. Di #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 31/oct/2015. Di #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient experienced power switching involving his/her batteries. This event was reported to be associated with a controller re-start. The batteries and controller were exchanged with no reported patient consequence. The exchange of the devices is reported to have resolved the issue.  No further information has been provided.